Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that on monday they felt pretty good, and "the last 2 days have been pretty crappy". They said that they were on group a and have had it on all 3 of them because last time they were at their doctor's office they were told to try group a, b, and c for a week and they did that and felt like group a had done better, and was feeling pretty good and could stand up pretty straight and not have pain, but now "the pain is kind of low on my back and goes into the top of my hip and down the front of my legs". Pt is on group a and found that the settings are at 0.1v. They pressed the stim on button and now it says setting 1 is at 0.0v but stimulation is on. Pt doesn't know how settings got changed and hasn't been around any emi sources. Pt says that on group a, setting 1 was 0.0v and raised to 6.6v and barely feel stimulation. Setting 2 was at 0.0v and pt raised to 6.5v and did the same for settings 3 and 4. Pt is going to try these settings and if no pain relief they will try the other groups. If none of the groups help they will follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.